Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose level. The customer¿s blood glucose was 130 mg/dl, 252 mg/dl, 96 mg/dl and under 48 mg/dl. The customer was treated by eating veggie burger and bunch of chocolate and blood glucose was raised. The customer declined troubleshooting for low blood glucose. The customer was advised to monitor the pump as system may recover and to call back if further assistance is needed. The insulin pump will not be returned for analysis.